Event description:
It was reported that the device had all three (charge-pak, attention and wrench) icons illuminated. Physio-control evaluted the device and verified the reported problem. Furthermore, the device was unable to power on and deliver defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control observed that the internal hlc battery was depleted. The cause for the problem was due to an electrically leaky filter, fl9, that depleted the internal battery at a faster rate. A replacement device was provided to the customer.